Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying the "monitor network disconnect" error. They had rebooted the cns, but it gave they this error. They also told nihon kohden technical support (tech support) that the bedsides are showing the communication lost error. The biomed later stated that issue was found to be a network issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying the "monitor network disconnect" error. They had rebooted the cns, but it gave they this error. They also told nihon kohden technical support (tech support) that the bedsides are showing the communication lost error. The biomed later stated that issue was found to be a network issue. No patient harm was reported.